Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the connection part of the arctic gel pad was crushed and deformed, so it could not be connected to the circulation hose. The customer wishes to return it for an exchange.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. Visual evaluation of the returned sample noted 2 arctic gel chest pads and 1 thigh gel pad present with no original packaging. One photo sample was returned for evaluation. Visual inspection noted the following: * no obvious visible defects such as cuts or tears in the foam. * photo and evaluation of the left chest pad show crushed connector. * tubing for all the pads noted no kinks present. * hydrogel was intact with pad and not separated. * no crushed dimples or signs of overlamination in the pads. *liner on the left chest pad been removed and then put back in place. *orange debris seen inside damaged side of the connector, same color as fdl o ring. The reported issue could not be verified without further testing. The pad could not be connected to the fluid delivery line due to the crushed connector noted in the visual evaluation. The sample does not meet specifications per ip7602996 rev 13 which states "all components must be free of damages like cracks, holes, tears, separations or perforations." A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the connection part of the arctic gel pad was crushed and deformed, so it could not be connected to the circulation hose. The customer wishes to return it for an exchange. Per follow up information received via task on (B)(6)2025, the number of products affected was 1. Let know the tracking information when the sample is ready for the shipment.